Manufacturer narrative:
Event summary: the patient data files confirmed system notice (# (B)(4)) was received indicating that ¿the safety system detected a compromised outer vacuum¿ at applications #1, #3 and #4 for catheter 2af283 / 31557 on the date of event. Data files also showed at least five applications were performed with this catheter. Data files showed at least ten other applications were performed with a second catheter of the same lot number without any issues or system notices on the date of event. Visual inspection of catheter 2af283 / 31557 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for five applications. Pressure test did not reveal any system notice or any issues. Dissection showed a guide wire lumen kink at 1.5915 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.